Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, total delamination of valve, one curved opening and white particles in device inner surface. Leak test and microscopic analysis was performed which identified: total delamination of valve, wear abrasion and one curved opening striated. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening striated in the side posterior assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.7, d.7., h.6.